Manufacturer narrative:
Inspected 2 opened/used sensors and found 1 of 2 sensor with electrode retracted and broken inside sensor. Found broken part inside sensor. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Remaining sensor found as whole, with needle separated from sensor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that patient inserted the sensor and after the patient removed the sensor, electrode was missing. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.